Manufacturer narrative:
One pneupac ventilator was returned for investigation in used condition. Three rubber bungs were missing. The device was also received with a damaged front panel, the small knobs were broken, it was missing end caps, and the function switch manual button was depressed/stuck in the demand position. Following the visual inspection the investigator connected the ventilator to an o2 supply. The device cycled right away because the manual button was depressed and stuck in that position. A visual inspection of the internal components was then performed. The customer reported product problem (device constantly blowing air) was not reproduced during testing because the device appeared to be severely damaged. The damaged function switch, and the dismantled input manifold assembly could have given rise to the customer reported problem. This was not definitely known however. The investigator identified user damage as the root cause of the product problem. The function switch and input manifold assembly were replaced on the device. The ventilator subsequently passed functional testing.

Event description:
It was reported that the pneupac ventilator was constantly blowing air out. No patient injury or complications were reported in relation to this event.